Manufacturer narrative:
(B)(4).the problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The cause of the peritonitis was unknown. Treatment was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. The specific product code for the minicap transfer set involved is unknown. The brand name, manufacturer and 510k however have been provided in this MDR. A batch review was conducted for potentially associated lot numbers h11l14079, h12c27078 and h12c30049 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.